Event description:
The orthadapt bioimplant was used as a spacer in the 1st metatarsophalangeal joint in a keller procedure; the repair failed and the graft was removed at an unknown time post repair (cause of the repair failure and event leading to the explant were not provided to the manufacturer).

Manufacturer narrative:
The orthadapt bioimplant was used as an inter-positional spacer in the 1st metatarsophalangeal joint. Orthadapt bioimplant is not indicated for this use (i.e. Bone to bone). The physician was aware the procedure was off-label. The cause of the repair failure or event led to the explant were not provided to the manufacturer. However, based on the available information, the cause of the repair failure and removal of the graft is likely due to the off-label use and fixation failure to the bone tissue. The explant was not returned and the manufacturing lot number was not provided. The manufacturer of the device at the time was pegasus biologics, inc.